Manufacturer narrative:
Event date: exact date unknown, event occurred two weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted ipg was kept by the medical facility.